Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
The customer states that the reload didn't fire. They could open and close and rotate and articulate but when they wanted to fire, the reload did not work. They used the idrive with this reload. No reinforcement material was used in conjunction with the stapling device.